Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused nausea. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During laboratory evaluation of visual inspection states unit has significant yellowing inside/outside. Evidence of nicotine/tar/tobacco throughout. Finds no evidence of foam degradation associated to this allegation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.